Event description:
The device failed to maintain suction when the handle was attached.======================manufacturer response for obstectrical vacuum delivery system, (brand not provided) (per site reporter).======================still fact finding, but several devices of this same lot number were removed from use at the facility.